Event description:
It was reported that during a da vinci s surgical procedure, the scissors on the large suturecut needle driver instrument were dull. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was unable to confirm the customer reported failure mode. The instrument installed on an in-house is2000 system passed a suture cut test. The blades did exhibit any damage. Failure analysis investigation also found that the instrument's main tube had various scratch marks with light material removal. The scratches were .061 - .226 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.